Event description:
The radial artery line was being placed into a pt by a physician. During insertion, the catheter separated from the hub and dislodged into the artery. A cut down was performed and the catheter was retrieved.